Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the onetouch ultra lancing device was damaged. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the lancet holder was damaged; so, he was unable to use the meter for approximately 2 days. A couple of days after the issue, the patient began to have a headache. The patient felt this symptom indicates he might have high blood glucose, so he poked his finger with the lancet only. His blood glucose result was "300-something." Prior to the event, the patient was taking novolog 70/30.; 40 units in the morning and 20 units at night. After testing, he increased his nighttime dose to 40 units. His symptom improved after increasing the insulin dose. His physician had advised him some time ago, to adjust his insulin accordingly. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. Replacement products have been sent. This complaint is reported, as the alleged issue was not resolved and the patient alleged he became hyperglycemic after the reported issue began.